Manufacturer narrative:
Device history record in review. Consumer did not return product samples for eval.

Event description:
This is a non-us adverse event. The injury occurred in (B)(6). Consumer was using u by kotex click tampons when the applicator broke, and the clear telescope piece of the applicator stayed inside her with the tampon. The clear piece scraped her when she pulled out the tampon. A few days later, she was feeling a lot of vaginal pain so she went to the hospital. The hospital did a pelvic exam and found an infection and internal scraping. She is taking doxycycline.